Event description:
We received a report that a patient experienced pseudophakic bullous keratopathy after the implantation of a tecnis multifocal zmb00u0255 intraocular lens (iol). The report indicated the patient ''was not benefiting from a multifocal lens." An explant of the iol has not been performed for medical reasons.

Manufacturer narrative:
The manufacturing record review was performed. There were no nonconformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order number. There were no nonconformances with respect to the sterilization process. There were no associated nonconformity material reports. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.